Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead was capped and replaced due to high lead impedance, high capture threshold, and lead fracture. The patient was asymptomatic and stable post procedure.